Event description:
The customer reported system stopped taking xray. System had to be rebooted. System operated properly after reboot. Case was completed. No patient injuries were reported.

Manufacturer narrative:
The ge service rep received and replaced the ffb. The system operate as intended.